Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device.

Event description:
In this event it was reported that five profile ss hand files broke during use. Four of the files were retrieved and one file was incorporated into the filling.